Event description:
It was reported that the lead was measuring lowered sensitivity values and a possible lead integrity issue. It was further reported that the threshold has increased. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the actual lead was not received for evaluation. The performance data collected from the device was analyzed and revealed that impedance trends are steady. The measured atrial and ventricular sense amplitudes were variable over the record. Atrial ranged from 1 - 4.8 mv and the ventricular ranged from 0.9 - 10 mv.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed that impedance trends are steady. The measured atrial and ventricular sense amplitudes were variable over the record. Atrial ranged from 1 - 4.8 mv and the ventricular ranged from 0.9 - 10 mv. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the lead was measuring lowered sensitivity values and a possible lead integrity issue. The lead is still in use. No patient complications have been reported as a result of this event.